Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The unit was unable to perform the idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, no delivery test, and displacement test due to the blank display anomaly. The device was also received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture; the customer fell into his pool while wearing the insulin pump. The device began to count up to 7 and then the backlight would flash off and on. The display has been blank for approximately one hour. The patient's blood glucose at the time of incident was 450 mg/dl, which the customer treated via manual insulin injection. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. The lcd display appeared discolored as well. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.